Manufacturer narrative:
Other applicable components are : product ID: 3387s-40, lot#: v384611, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot#: v384611, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that the patient's battery had reached end of service (eos), and it was unknown when the eos started. During replacement they took impedance intra op all combos with 5 came back high 6 & 7 short circuit at 60 ohms and case and 6/7 both 563 ohms. The pocket adaptor was replaced to see if this would improve the scenario, but there was no change. Patient was previously programmed on 5/6 & case and these were no longer usable options. No known patient/external factors that may have led or contributed to the issue were reported. No further interventions were taken to resolve the issue. The issue was not resolved at the time of the report. No symptoms were reported. It was noted that only one lead was impacted. No further patient complications were reported/anticipated as a result of this event.